Event description:
On (B)(6) 2013, the patient reported that none of the buttons on his infusion device were functioning. He changed the battery in the device and then it displayed e8 (power interrupt) and the buttons still would not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button is permanent active due to external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt), because of the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to careless handling of the product.